Event description:
Patient (user) reported she thinks she has a fungus infection possibly as a result of a uti she contracted. She was prescribed an antibiotic but had to be prescribed another one when the uti remained. After the uti was gone it seems she now may have a fungus infection. She plans to visit her doctor for treatment of the reported fungus infection. No device problem reported.